Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4). Ams miniarc precise single-incision sling - (B)(4). Ams miniarc precise single-incision sling system - (B)(4). Ams miniarc pro single incision sling system - (B)(4). Ams miniarc sling system - (B)(4).